Event description:
It was reported to philips that the pin from the dc connector is stuck inside power socket. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.